Manufacturer narrative:
A manufacturer representative was on site at the time of the event. It was determined the cable was loose for the axiem and once that cable was reseated the system was functioning as intended. A follow-up system servicing determined there were no further issues. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
Medtronic received information regarding a navigation system being used in a functional endoscopic sinus surgery (fess). It was reported that the emitter wasn¿t working. The system was swapped for another one on the site. The manufacturer representative (rep) looked at the axiem usb and noticed it was loose at the back of the computer. They reseated the connection and the issue resolved. There was less than an hour delay in the procedure. There was no reported impact on patient outcome.